Event description:
I experienced two immediate "refractive surprises" -failure- following independent implantation of two crystalens-in 2007and the following month-. My understanding is that this result is due to either miscalculation of iol power or dislocation of the lens at implant. I never needed corrective lenses prior to surgery but do now. I have not received an adequate explanation from either my physician or the manufacturer. I am very frustrated but am continuing my quest for answers. I know that the manufacturer is, by federal law, required to provide any data regarding adverse effects of which they became aware. Yet I have not been able to get any data from the manufacturer. I would appreciate any info you have regarding "refractive failures." I am particularly concerned about this outcome in light of the recent reports on lasik which I understand is a possible alternative treatment for my problem. I thank you for your attention to this matter and am more than willing to send to any add'l data that might be of use to you.